Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The 2.75 x 28 mm taxus express2 drug eluting stent (des) was advanced to the target lesion with direct stenting; however, the device was unable to cross the lesion. The taxus express2 des was removed from inside the pt to predilate the lesion and it was noticed that the distal edge of the stent was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation found that the device met its material, assembly and prod specs. The most probable root cause of this complaint can be attributed to operations context.